Event description:
The customer reported via phone call that she received a check setting alert on her new insulin pump. The customer stated, she had high blood glucose of 414 mg/dl. The customer explained it was high because she had just ate and had not treated. The customer requested assistance to clear the alert and be able to treat. The customer was assisted with programming the insulin pump and was able to treat with a bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.